Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for an unspecified amount of time. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. Ketones were checked and found to be high. Additional method of treatment was not provided.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found kinked, although it cannot be determined when or how this damage occurred. The download data returned an 0x6a alarm, however, no timeouts or drive stall were noted. Fluid was able to pass through the fluid path with no signs of struggle, and inspection of the drive components found no abnormalities that would cause an alarm; a root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.